Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a bubbled downstream occlusion (dso) seal. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was duplicated, the pump was able to pass dso pressure range test at 20 psi. Both sensor's values were below specification. It was noted that the dso and the upstream occlusion (uso) sensors were faulty and will be replaced to correct the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a cassette and occlusion error. The issue was discovered during routine testing and there was no patient involvement.